Event description:
During a planned hysteroscopy with polyp biopsy and d&c, the versapoint was used to vaporize a submucous myoma. The versapoint vaporization was performed without incident. A polyp was biopsied with biopsy forceps. Instruments were removed and a d&c was performed using an endocervical curette for the endocervical scrapings and a small sharp curette for the endometrium. Randall stone forceps were passed with the return of no polyps. A small particle of the plastic sheath was torn from the versascope sheath and was seen initially in the endometrial cavity. Following completion of the procedure, there appeared to be no remnants of the plastic in the endometrial cavity. The tear was visualized before the fibroid was vapoirized. A point-spring electrode was passed down the versapoint scope with a new sheath without any resistance. Procedure was completed and the pt left the operating room in good condition.